Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the customer's report of compressor fault 2001 was verified and attributed to foreign substance inside the manifold flow screens. The manifold flow screens were replaced to remedy the report. The customer's report of o2 valve fault was observed during review of the device data logs. However, the device passed all testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor fault- 2001" and "o2 valve fault- 2012" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unknown "self check failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.